Event description:
During a right inferior pulmonary vein (ripv) ablation procedure with a qdot micro catheter, the patient experienced a cardiac tamponade treated with drainage. During the procedure, the patient experienced a cardiac tamponade. The physician's judgment on health hazard was non-serious (moderate/minor). The physician's opinion on the relationship between the event and the product was that there was no causal relationship with the biosense webster, inc. (Bwi) products. No extended hospitalization noted. The contact force (cf) monitoring methods were dashboard, vector, and visitag. The visitag coloring settings was tag index. No abnormalities observed prior/during use of the product. Additional information was received on 31-aug-2025. Decrease in blood pressure (timing of additional ablation after post map). The intervention provided was performed drainage, and blood pressure recovered. The patient was returned to the ward. Additional information was received on 04-sep-2025. This adverse event was discovered during use of biosense webster products. The outcome of the adverse event was improved. Prior to noting the cardiac tamponade, ablation was performed. The event occurred during ablation phase. The patient did not require cardiac surgery. No error messages observed on bwi equipment during the procedure. One catheter exchange occurred for each during the procedure. Additional information was received on 17-sep-2025. One transseptal puncture site was performed during the procedure with rf needle (boston). The procedural act was 300-400seconds. No evidence of a steam pop. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. The visitag module parameters for stability used were fot: 25%3g, tag size: 3mm. No additional filter was used with the visitag.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31608202l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 05-oct-2025 which indicated that the flow setting for the irrigated catheter was pre: 2 sec and post: 2 sec. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).